Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: ¿ did this issue contribute to any patient adverse event? --please refer to the event description, other information requested is unknown. ¿ please perform and document the follow up attempt for product return. --no device can be returned currently. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a superficial tumor resection surgery on (B)(6) 2025 and suture was used. During the surgical procedure, the suture broke on its own, affecting the surgical progress. The suture was replaced and sutured again. There were no adverse patient consequences reported. Additional information was requested.